Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient presented with syncope and fainting resulting in encephalic trauma. When patient was evaluated, it was determined that the device could not be interrogated. It was noted that the device was "not working". The device was explanted and replaced. Patient outcome was listed as stable and without symptoms. No further patient complications were reported as a result of this event.